Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter had a display issue, specifically that the display was too dark. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began approximately 3 months ago. The patient stated that she manages her diabetes using an insulin pump, and reportedly consumed additional food and/or drink after the alleged display issue began. The patient reported experiencing symptoms of weak and nausea an unknown amount of time after the alleged issue began, and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr noted that it was not the patient's first use of the product and confirmed that there was no misuse and also confirmed that the patient did have a back-up meter to use. The csr was unable to resolve the issue and replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting.